Manufacturer narrative:
The reported event of increase in ipg charging/ frequent charging was not confirmed. The return ipg was fully recharged and passed the discharge test. It also passed all functional testing at the autotester. No root cause was identified for the reported issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg had an increased recharge burden. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced.